Manufacturer narrative:
Several good faith efforts were made to the customer to obtain additional information, but no additional information was provided. No further investigation is required.

Event description:
It was reported that while providing support to a coronary artery bypass graft (CABG) patient post-operatively, the cs300 intra-aortic balloon pump (iabp) screen suddenly froze. The staff swapped out the iabp console with no harm to the patient. The pump was sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full address of the event site is (B)(6). The full name of the initial reporter is (B)(6). Not returned to manufacturer.

Event description:
It was reported that while providing support to a coronary artery bypass graft (CABG) patient post-operatively, the cs300 intra-aortic balloon pump (iabp) screen suddenly froze. The staff swapped out the iabp console with no harm to the patient. The pump was sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.